Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the balloon would not fill up. The balloon was tried to be reinserted several times but it was still defective so the surgeon ended up doing an open surgery. The surgical time was extended by more than 30 minutes.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of device. A visual inspection of the returned product noted: the dissector balloon and insufflation bulb were received. There was a hole at the base of the dissector balloon. The obturator, lock collar and trocar balloon appeared intact. The inflation syringe was received. A functional evaluation found that using a test syringe the trocar balloon was inflated, no leaks detected. The dissector balloon was inflated and air leaked out of the hole. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.